Manufacturer narrative:
Section e2: corrected data. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested, but the clinic did not have that information. It was reported that the patient did not follow-up well. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to anemia. It was reported that the patient presented to a hospital with extremely low hemoglobin and decided to pursue comfort measures. The patient withdrew care so there was no interventions to find the bleeding source. The type of anemia was reported to be acute blood loss. The patient was reported to have melena, the bleeding source was presumed to be the lower gi (gastrointestinal) tract. It was reported that the pump functioned as intended. No further information was provided.